Event description:
It was reported that during a lobectomy procedure, the staples of the proximal part could not be formed properly. Additional suture was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.